Event description:
The physician was attempting to treat a calcified lesion with 90% stenosis in the lad. A guidewire balance was unable to past through the stenosis. A crossit 100 wire passed through the stenosis. The lesion was successfully dilated with a 2.0 x 15mm sprinter legend rx balloon. A driver rx coronary stent was then implanted, followed by further successful dilatation with another 2.0 x 15mm sprinter legend rx balloon. A 1.5mm diameter length sprinter legend rx balloon dilatation catheter was then used for dilatation of target lesion, however, the balloon burst at inflation pressure of 12 atms (MFR report #2953200-2009-01108). It is reported that dilatation was performed again with another 1.5mm x 15mm sprinter legend rx, however, this balloon burst at 10 atms, with rapid loss of pressure (MFR report # 2953200-2009-01109). A third 1.5mm diameter x 15mm length sprinter legend rx balloon dilatation catheter was inflated to 12 atms, however, pressure was lost. Repeated dilatations were completed with this balloon up to 14 atms, but pressure was lost rapidly (MFR report # 2953200-2009-01110). The lesion was successfully treated with another sprinter legend rx balloon dilatation catheter. There was no injury reported and the pt's post operative status was reported as good. Cine images of the procedure were returned. The images show a totally blocked lad vessel, with a stent previously implanted in the left main. The lad also appeared to be tortuous. An image was captured of an inflation balloon in the proximal vessel. This may have been a sprinter legend device, however, there was no image captured of this device bursting. Some blood flow was restored to the lad post pre-dilation. Further image showed a stent being placed in the mid lad. This was most likely the driver stent. Further image showed what appeared to be a balloon and two wires present in the same vessel in the proximal lad. The use of two wires would indicate that extra support was required during the procedure possibly due to difficulties encountered during advancement. Based on the info received and the review of the cd images, it appears most likely that the reported balloon rupture was due to pt's vessel morphology. The balloon material of the three devices may have been damaged due to cracking during the balloon expansion or during device advancement. It is also possible that the balloon material may have been damaged when crossing the previously deployed tents in the lm. Based on the review of the cine images, the device that was available for evaluation and info received from the field most likely root cause of the three reported balloon bursts was due to the pts vessel morphology. The balloons may also have been damaged by the previously deployed stents. A mfg root cause was not identified for these events.

Manufacturer narrative:
(B)(4). Evaluation method: cd received. Results: highly calcified lesion. Conclusions: highly calcified lesion.